Manufacturer narrative:
(B)(4). No complaint was received with return of device. Failure event observed during analysis. Final analysis found that a partial lead was returned in two pieces. An external abrasion was noted at 19.5 cm to 20.4 cm from the distal tip which exposed the outer coil the abrasion was consistent with constant exposure to friction against another implantable device. Surface abrasions were also noted at multiple locations from the connector boot. (B)(4).

Event description:
This report is to advise of an event observed during analysis.